Event description:
The user facility reported that the tr band 2 deflated prematurely, however no further action was needed as the patient had good patent hemostasis when the registered nurse (rn) observed the patient. The rn went into to patients bay to remove the last few ml's of air and remove the band; it was noticed that the tr band was already fully deflated. After checking on the patient and observing for several minutes, it was decided that the patient was fine, had good patent hemostasis, and no further action was needed. The patient was in stable condition and in no harm. The procedure outcome was complete and had a good result. There was no patient injury/medical or surgical intervention required. Additional information was received on 24may2023: the procedure for patient prior to the tr band use was left heart catheterization via the right radial artery. It was unknown how many ml's of air was in the band. No other bands were used due to the patient achieving hemostasis at the time it was noticed that the balloons had deflated on the tr band, (timeline) roughly forty-five (45) minutes to one (1) hour. No visible damage to the tr band was noticed. The tr band was in the white boxes provided and kept on a shelf in the lab.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).